Event description:
Accuchecks results not within acceptable range of disparity. Pt. Is female admitted for respiratory failure, with a history of rheumatoid arthritis, peripheral vascular disease, osteoporosis, coronary artery disease, hypertension, developed a fungal uti. An accucheck was 384, with a second meter was 182, minutes later reading was 328, and then within minutes, 266. Unable to verify with serum glucose due to poor access.